Event description:
(Drug/diluent: ropivacaine 0.2%), (fill volume: 500ml & flow rate: 6ml/hr then 4ml/hr), (procedure: total shoulder), (cathplace: interscalene block - arrow catheter). Pt has not regained motor function after surgery. Pump placed on monday, (B)(6) 2011, during surgery, with saf on 6ml/hr. On post op day (pod) 1, pt had not regained sensory or motor function, so saf reduced to 4ml/hr. On pod2, still no motor, so catheter was removed. Thursday, pod3, sensory and returned, but not motor function. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: without the actual product, an analysis cannot be conducted. If additional information pertinent to this complaint or the sample is rec'd, a f/u report will be filed.